Event description:
A healthcare professional reported that vitrectomy cutters with membrane that do not fit through the trocars, and it suddenly stop working intraoperatively during the vitrectomy surgery. The surgery details were unknown. There was no report of patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Corrected information provided in b.2. And h.11. Upon further review of information for this event it was confirmed that there was no issue with the cutting and aspiration of probe. The reported event does not meet criteria for reporting as per applicable regulation. No further reports will be scheduled under mfg. Reference number: 1644019-2025-05155. The manufacturer internal reference number is: (B)(4).